Event description:
It was reported that the patient did fine initially in recovery following the implant to the implantable neurostimulator (ins) system. The patient then had a loss of function of their legs. Specifically, the patient had a loss of reflexes in the lower extremities (legs) and could not feel or move them. The patient was then taken back to the or where the ins system was explanted and to have ¿other associated procedures¿. There were no alleged or reported product issues. The patient¿s physician suspected an epidural hematoma and noted that it was not related to the device. The patient then regained function of their legs. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n500126, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).